Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer previously replaced solenoids 2 and 4 and inquired about what test needed to be performed. The fse sent and referred the customer to page 8-2 in revision j of the service manual. The customer reported that replacing the solenoids resolved the issue. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device logged an error 1109 (machine pressure sensor autozero failed). There was no patient involvement..